Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt reported having insulin leakage underneath the adhesive within a day of usage with the infusion headset. Pt stated she noticed the smell and feel of moisture which is causing her to have an elevated blood glucose in the 300's mg/dl. Pt reported this issue has been occurring intermittently over the past 2 weeks. Pt stated she would change the infusion headset and bolus accordingly. Pt reported she went to the hospital one week ago due to not being able to reduce her blood glucose from 398 mg/dl and needed medical attention. Patient's normal blood glucose range is 100-200 mg/dl. Pt stated she was driven to the emergency room and given fluids and an insulin pump drip. Pt reported she was not admitted to the hospital, but released hours later when her blood glucose was reduced. Pt stated she noticed that the insulin was leaking underneath the headset adhesive during the incident. Pt reported she discarded the alleged infusion sets. Product was replaced; no product return was requested.